Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found the vacuum was defective. Fse replaced the collar wash vacuum valve to resolve the issue. Instrument resumed operation. (B)(6).

Event description:
A field service engineer "fse" reported a modular chemistry sample probe leaking on a unicel dxc 600i pro synchron system. The customer was wearing personal protective equipment which included gloves and eye protection. No injury or exposure was reported. No erroneous results were generated was confirmed by customer.